Event description:
A surgeon reported that as an intraocular lens (iol) was being inserted into a patient's eye, a posterior capsular tear was noticed. The lens was removed, a vitrectomy was performed and another lens was implanted into the anterior chamber. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).